Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 40 mg/dl with a fast heart rate, shaking and sweating associated with an alleged time/date issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient noticed the time/date reset when she got an alarm that she exceeded her max limit. The date was correct but the time was incorrect as stated by the reporter. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged time/date reset.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2018 with the following findings: during investigation, time/date reset to default after power interruption was duplicated during investigation due to a bt1 component failure. The pump booted to a dim/pink screen. The black box verified the pump time / date reset to default after a power on reset on (B)(6)/2018 at 07:23am. After power on the user set the time to 7:27pm . The pump continued to run on pm setting until (B)(6)2018 . As the user has 7 different basal segments at different times the user was not receiving the correct amount due to am pm setting.